Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noisy signals on the ventricular rate/sense channel. The ICD oversensed this noise and inhibited pacing. No adverse patient effects were reported.